Manufacturer narrative:
Product ID: 3889-28, lot# va15r8k, product type: lead. Date of event is estimated.

Event description:
A trial patient reported that when he was getting into his car, the wires got caught and pulled out the external neurostimulator (ens). It was indicated that system still appeared intact but since then patient had not felt stim and has been encounter error message. He was not sure if it ¿ shocked¿ the system. Patient clarified he did not receive a shock. It was noted there was an error code e0n1 with screen 77. Patient was instructed to remove and reinsert controller batteries but the error still occurred. A week later, a health care provider reported that a manufacture representative met with patient in clinic on (B)(6) and changed out the ens and wires. Patient could feel the stimulation and continued with testing period.